Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): helix disengaged from helical channel and there was blood in/on the helix/lobe mechanism; full lead returned and analyzed.

Event description:
It was reported that during the implant attempt, the helix would not deploy. The lead was removed and a new lead was successfully implanted. No patient complications have been reported as a result of this event.